Event description:
A customer reported to baxter corporate product surveillance a pediatric extension set in which a no flow was observed when connected to a microclave device. The alleged defect occurred during infusion on a pediatric patient in the pediatric intensive care unit. According to the report, the facility connects a syringe to the female luer of the extension set. They then attach a microclave luer activated device to the male distal end, which is then connected to the catheter of the patient. The facility experienced a blocked/restricted flow between the microclave and the male luer of the extension set. This resulted in an unknown amount of blood backflow from the connection site of the distal male luer and the microclave. The facility normally uses this set-up for more viscous medications such as lipids. According to the facility, they have not experienced any issues when using baxter product code (B)(4) in a similar set-up. There were no reports of patient injury, adverse events, or medical intervention associated with the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.